Event description:
Plaintiff reports initial bilateral implantation 1/10/80. Plaintiff alleges "...injuries as a result of ...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."